Event description:
Reportable based on additional information received on (B)(6) 2012. The reported complaint states that during a coronary stenting treatment procedure the device was unable to cross the lesion. The 90% stenotic lesion was located in the moderately tortuous and severely calcified right coronary artery. The physician predilated the lesion with a 2.0x15mm semi compliant balloon and then advanced the 2.5x24mm promus element stent to the lesion but was unable to cross. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, the stent was missing from the returned complaint device.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluation: a visual and microscopic examination of the device revealed that the device was returned with the stent dislodged from the stent delivery system (sds). The stent was not received with the sds. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped in the correct location during manufacturing. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).